Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device does not switch on during routine tests. There was no report of patient involvement.

Manufacturer narrative:
Correction: the original serial number initially reported was for the device. (B)(4).